Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens in patient's right eye (od). After the lens insertion, the eye would not support the angle. The incision was enlarged to remove the lens. A vitrectomy was performed after the lens was removed. An anterior chamber lens was implanted and no suture was used but glue was used to close the wound. The reporter stated this incident was not lens related, it was due to the patient's anatomy.

Manufacturer narrative:
Collamer® ultraviolet-absorbing posterior chamber three piece foldable intraocular lens.(B)(4): evaluation:method - lens work order search.results - visual inspection of the returned product found a small tear on the optic. Lens was returned dry. There was evidence of clear surgical residue on the product. A lens work order search was performed and no similar complaint was found within the same work order. Conclusions - based on the complaint history and the evaluation of the returned product, the root cause of the event has been determined to be due to patient's anatomy and was not lens related. (B)(4).